Event description:
It was reported that during a ptca/stenting treatment procedure, the mailman guidewire fractured. The physician double wired the right coronary artery and used a crossail balloon for both pre and post dilation. During removal of the crossail after post dilation the balloon became stuck on the mailman wire and the wire fractured during removal. The physician performed fluoroscopy of the patient's entire body, but was unable to locate the fractured wire segment. A taxus stent was deployed at the target leison. A dissection was noted after deployment and was repaired with an open sail balloon. The pt experienced chest pain 3/10. A stat echocardiogram was performed. Procedure completed. Pt status was listed as "okay".